Event description:
The customer reported an event of revision surgery. A pt underwent a surgical procedure in 2004 due to dysplastic arthritis of the hip. On (B)(6) 2012 he underwent a revision surgery due to aseptic loosening.

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.